Event description:
User experienced erroneous results on tsh and b12. The following data was provided pt 1, 2.52 ulu/ml, repeat 3.91 ulu/ml. Pt 2 3.41 ulu/ml, repeat 5.36 ulu/ml. Pt 3 result 624 pg/ml, repeat 360 pg/ml. Pt 4 result 711 pg/ml, repeat 465.4 pg/ml. Pt 5 initial tsh result 2.04 ulu/ml, repeat 3.37 ulu/ml. Initial results were reported. No info provided to determine if results were used to guide therapy. The field service representative determined the instrument had a folate high protein sample get jammed in the ews sipper. This high protein sample clotted the system causing abnormally high results. The instrument was repaired. The user reports no further occurrences.